Manufacturer narrative:
The device has not been received by baxter for eval. An investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a downstream occlusion alarm when no occlusion was present. There was no pt involvement.